Event description:
A customer reported that the battery for their t:slim x2 pump would not charge properly, and a power source alert was noted in the pump's history. Despite attempts to charge it, the connection remained unstable, requiring the cable to be held in place due to visible damage to the usb port. However, this did not cause the pump to shut down. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on charging procedures to prevent further damage and arranged for a replacement pump. The customer will use an alternate insulin therapy method temporarily and was guided on setting up the replacement pump. The problematic pump was to be returned within ten days to avoid charges.